Event description:
Boston scientific received information that this patient's home monitor detected a low out of range shock impedance measurement for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. The patient called boston scientific with an inquiry and reported that his device had been checked and no issues were able to be detected. The patient then stated that he forgot to tell his physician that he had been seeing a chiropractor and that a transcutaneous nerve stimulation (tens) unit was being used on his back. It was recommended that the patient report the use of this instrumentation to the physician. The patient reported he had already done so and was waiting for a return call. Additional information was received from the field representative that the patient's device had been evaluated in clinic. And, as the patient reported, no issues were reproduced or detected, despite repetitive testing. The field representative reports that he is not aware if the patient reported the use of the tens unit to his physician. At this time, no invasive or laboratory testing is being planned, and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.